Event description:
Asku

Event description:
It was reported that the lead kinked during the implant procedure. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defibrillation conductor distorted. The full lead was returned and analyzed. Blood was in/on helix mechanism. Damaged occurred at implant. Correction: date of death, patient outcome, date device manufactured, and operator code.